Event description:
The user describes chronic pain and tenderness at the left implant site for the past year. Further, she reported that the implant housing migrated. It was observed that implant appears to be directly posterior to left pinna. No redness or swelling was noted at implant site. The recipient reported that she has pain while wearing the device and while not wearing the device into the event after a full day of wearing. She sometimes has to take audio processor off early due to pain. Certain movements of her head will sometimes induce pain and a shocking sensation at the site. The user was explanted on the (B)(6) 2021. This report refers to 9710014-2021-00726. For further information please refer to this report.